Manufacturer narrative:
The tip cover accessory will not be returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon found a monopolar curved scissors (mcs) tip cover accessory that was different from others. Intuitive surgical, inc. (Isi) technical support engineer (tse) advised to check if the tip cover accessory was installed properly and replace it if needed. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was inspected prior to use and a hole on the gray silicone area was identified, so the customer elected to use a backup product to continue the procedure. The mcs tip cover accessory was never used due to the defect. The product would not be returned for evaluation.